Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak through the button device was unconfirmed as the problem could not be reproduced. One 18fr x 1.7 cm button replacement device was returned for investigation. No damage or defects were noted on the device. No fluid leaked from the button replacement device when the strap was closed. The product IFU indicates to close the safety plug to keep the lumen clean and to minimize reflux. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. All units from this lot were 100% leak tested.

Event description:
It was reported that there was a complaint of a leak from the button feeding hole. It was stated that the stopper may be too small for the button feeding hole. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huax0919 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a complaint of a leak from the button feeding hole. It was stated that the stopper may be too small for the button feeding hole. There was no patient injury reported.